Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the motor device and confirmed that there was a piece of cutter stuck inside. The device was taken apart and the piece of the cutter was examined using 40x magnification and rechecked on an optical comparator. A full assessment of the device could not be performed due to the condition in which the cutter was received. It was determined that the cause for ¿secure release sleeve / lever of a motor or angled attachment is difficult or impossible to move¿ was excessive lateral or side to side force. It was noted that that forceful side loading of cutting burrs may cause fracture of the dissecting tool and the device failure was caused by improper handling. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to user, which is user error.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The brand name, catalog number, lot number and device manufacture date were unknown. Concomitant medical products and therapy dates: motor device; (B)(6) 2020. PMA/510(k) number is unknown. Device evaluation: the actual device has been returned and is currently pending evaluation. Once the evaluation has been completed, a supplemental medwatch report will be sent accordingly.  UDI: the part number is unknown; therefore, the gtin is unknown. A UDI cannot be generated

Event description:
It was reported from (B)(6) that the secure release sleeve / lever of a motor or angled attachment device was difficult or impossible to move. Upon receipt of the motor device in-house, it was noted that a cutter fragment of the burr device was stuck inside it. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2020. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.